Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure during the week of (B)(6) 2011 (exact date is unknown). Access was obtained at the common femoral artery via a 6f sheath (sheath model unknown). A pre-procedure femoral angiogram showed no presence of calcium in the vicinity of the access site. Post procedure, the radiology technologist (rt) who is a trained user of the mynx, used the mynx cadence for femoral arterial closure. It was reported that the rt shuttled down and when she retracted the sheath, the advancer tube was missing. The rt removed the device and converted the patient to 10-15 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.